Manufacturer narrative:
Cec adjudicated death as cardiac due to heart failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. Approx 8 months post index procedure the patient suffered heart failure and died. The investigator assessed the event as unlikely related to the index device and anti-platelet medication. Safety assessed the event as not related to the index device or anti-platelet medication.